Event description:
Catheter was placed in lad, contrast was injected, automatic trigger was initiated. Upon review of the pullback, we noticed that it was the same frame repeated. After reviewing angio, we noticed that the lens never moved. Another pullback was performed with the same results. I asked the physician to remove the catheter from the body. I disconnected catheter and pulled on the plunger and readvanced to see if it was stuck. We performed another pullback on the table. We could see the light rotate but not pullback back. I removed the catheter again and backed out to the home screen to reset, then performed another pullback on the table. The system still did not pullback. Before removing the catheter from the table, I asked the physician to watch it to see if he could see the lens move while I manually pulled back. It remained in place. This lead me to believe that the inside of this catheter was not able to perform pullback and needed. I replaced the catheter and it performed as expected.